Event description:
It was reported that a patient underwent an unknown procedure. During the procedure, it was reported that the cage broke upon insertion. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the type of breakage is consistent with an over-loading of the part during the insertion maneuvers. The origin of the over-loading was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction. No deviation or no non-conformance to specification has been recorded for the lot number st39.